Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has been returned/received to date and is pending an investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 800 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include regurgitation, vomiting and restless leg syndrome. The patients parent administered 20 units of insulin. The patient applied a new pod prior to seeking medical attention. Once at the doctors the patient was monitored and given a soda. The patient was at the doctors office for 2 hours.